Manufacturer narrative:
Method: device was disposed by the hospital and will not be returned to the manufacturer for analysis. Conclusion: device instructions for use includes potential adverse events of vessel perforation and death as possible complications of the procedure.

Event description:
When the procedure started, the doctor was able to remove the thrombus from the ica up to the pcom level, despite a 360 degree loop under the scull base. The neuron 070 passed the loop, and the penumbra system 041 re-canalized the whole ica. Despite the passage of a normal micro guide wire to the mca level, it was impossible to have the reperfusion catheter 041 up, and after some work suddenly perforated the ica at the pcom level. The doctor does not know what caused the perforation and will not stop the use of penumbra system; he has had too many good results to stop the use of it. The doctor said he "would unfortunately report a perforation of the right internal carotid artery during thrombectomy of an occluded internal carotid artery with a smaller thrombus in the right m1 segment." The patient passed away the next day.